Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. A lead failure predictor triggered on (B)(6) 2016 for short ventricular intervals and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance was steady at approximately 372 ohms through (B)(6) 2016 and rose to 1634 ohms on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/short ventricular intervals. 2,476 short ventricular intervals were observed in the previous 4.8 days. Twenty episodes with ventricular cycle length <(><<)> 220 ms were observed between (B)(6) 2016. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was exhibiting high impedance, oversensing, noise, short ventricular intervals and high thresholds. It was also reported that several episodes of ventricular fibrillation (vf) were not treated. The lead was taken out of service except for the superior vena cava (svc) defibrillation portion of the lead and a new lead was implanted. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.